Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 05, 2020 that an epic biliary stent was used to be implanted to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2020. According to the complainant, during the procedure, when advancing the stent into the scope, it was noticed that the stent was unable to advance along with the guidewire. The stent was removed and upon removal, it was noted that the guidewire jacket was frayed and the stent was noted to be partially deployed. Plastic stents were implanted to complete the procedure and the patient will be brought back for another epic stent placement procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.